Event description:
The facility representative reported a colleague infusion pump which experienced an 810:xx failure code. This event occurred upon power-up. Upon review of the event history, quality engineering determined that this event interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Device evaluation: the reported condition of a colleague infusion pump with failure code 810:xx was confirmed during product evaluation by baxter quality engineering as an 810:11 failure code. The assignable cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was therefore recalibrated to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.